Event description:
The atrial or ventricular pacing threshold test was not working in dual chamber mode. Also, no iegm could be displayed in "temp mode" as long as dual chamber pacing appeared. The device was successfully re-initialized and remains implanted.

Manufacturer narrative:
On jan 12, 2010. This event concerns a device that was mfg and used outside the u.s. (B)(4) atrial or ventricular threshold tests would not launch while in dual chamber mode. Review of the electronic data and files received. The abnormal display of recorded episodes and markers during real time testing resulted from an alteration of device memory data. The root cause of the alteration most probably resulted from a soft error. However, re-initialization was successful and there is no consequence on the pt. Conclusion: the abnormal display of recorded episodes and markers during real time testing (during f/u)resulted from an alteration of device memory data. The root cause of this alteration could not be identified with certainty, but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behaviour was restored upon device re-initialization. Because this event did not lead to any pt issue, and is not related to any implant anomaly, no further action is needed for this case.